Event description:
It was reported to lifecell that the patient underwent surgery for ventral hernia repair and removal of infected mesh on (B)(6) 2011. Strattice was used as an onlay. Two drains were used. The patient developed a fever 4-5 days post-operatively and showed other signs of infection. On (B)(6) 2011, the patient required a second surgery due to wound dehiscence and surgeons discovered that the strattice was disintegrated. The patient was treated with wound vac and discharged. The patient is being followed regularly and the wound is healthy with hernia intact.

Manufacturer narrative:
Method of evaluation: review of the device history records. Query of lifecell complaint system for any issues or other complaints reported against devices distributed from lot s10872. Results of evaluation: review of the device history records resulted in no remarkable findings. (B)(4). Conclusion: presence of infection may have contributed to device disintegration. Device not returned to manufacturer.